Manufacturer narrative:
Evaluation of the transducer could not confirm the articulation issue as described by the customer. Functional testing of the device noted the angle button and steering knobs worked to articulate the transducer properly. However, visual inspection noted a chipped connector, holes in the sheath, and scratches on the window and tip shells. Although articulation was confirmed as working properly, the physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.

Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s7-2t model transducer on an ie33 ultrasound system having an articulation issue that was discovered during clinical use. There was no injury associated with this event.